Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. It was also reported that the pt underwent vns therapy system replacement 3 days prior to the patient's death. Reporter stated that vns therapy system had not yet been programmed to on and that device diagnostic testing at re-implant surgery was within normal limits, indicating that the device was functioning properly at that time. Neurologist indicated that the vns therapy system was not related to the cause of death. There is no evidence at this time the vns therapy system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of device programming history confirmed that the vns therapy system had not yet been programmed to on at the time of death. Device programming history confirmed that device diagnostic testing performed at re-implant surgery was within normal limits, indicating proper device function.

Event description:
Further follow-up revealed that the pt tolerated the vns therapy system replacement surgery well and remained stable and was transferred to the recovery room in stable condition. It was also reported that the patient had a normal cranial nerve exam following the procedure. Immediate cause of death and manner of death are pending autopsy.

Event description:
Further follow-up revealed that pt collapsed suddenly at home and died without seizure activity. Autopsy report listed the pathologic diagnoses as: 1. Left ventribular myocardial hypertrophy with cardiomegaly. 2. Moderate coronary arteriosclerosis. 3. Pulmonary congestion and edema. 4. Small benign hamartoma of right kidney. The autopsy report listed the cause of death as fatal cardaic arrhythmia due to hypertropic cardiomyopathy.